Event description:
Patient reported left side capsular contracture, baker grade iii, "bigger," "tenderness," "feels like it's slipping out, muscle spasm," "hurts," and "starting to raise up more and becoming visible in size difference." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient later reported rupture confirmed via ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, h6. Reason for reoperation: rupture.